Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead delivered one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ICD recorded a code 1005 indicative of an open circuit condition detected during the second shock delivery, and a high out of range shock impedance measurement greater than 125 ohms was observed. Technical services (ts) discussed possible causes such as a connection issue or lead damage attributed to a recent device changeout. The ICD and lead remain in service at this time. The field representative and health care professional (hcp) will discuss next steps. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead delivered one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ICD recorded a code 1005 indicative of an open circuit condition detected during the second shock delivery, and a high out of range shock impedance measurement greater than 125 ohms was observed. Technical services (ts) discussed possible causes such as a connection issue or lead damage attributed to a recent device changeout. The ICD and lead remain in service at this time. The field representative and health care professional (hcp) will discuss next steps. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable defibrillation lead delivered one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). The ICD recorded a code 1005 indicative of an open circuit condition detected during the second shock delivery, and a high out of range shock impedance measurement greater than 125 ohms was observed. Technical services (ts) discussed possible causes such as a connection issue or lead damage attributed to a recent device changeout. The ICD and lead remain in service at this time. The field representative and health care professional (hcp) will discuss next steps. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed. The device passed gauge pin measurements and manual lead impedance. A commanded shock was attempted and a pop was heard when the device delivered the shock. It was then discovered that the device was still connected to a low voltage decade box instead of a high voltage test system, therefore, the decade box was accidentally damaged during analysis. No further analysis of the device could be performed and the probable cause of the reported allegations could not be determined.